Event description:
After insertion, during advancement of the catheter, the catheter kinked. Operator continued to advance the catheter over the aortic arch. When the guide wire was removed the kink did not straighten. Unsuccessful attempts were made to straighten the catheter using the guidewire. While removing the catheter, the catheter broke with the broken piece remaining in the pt. The pt was transported by air to the hosp where the catheter was removed. The pt is reported to be doing fine.